Event description:
It was reported that six days after the catheter was inserted, the injection hub came off the distal extension line. As a result, the catheter was removed but not replaced as the patient no longer needed treatment. There were no reported patient complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.